Manufacturer narrative:
One cadd® cadd-prizm® vip system ambulatory infusion pump was returned for analysis. Visual inspection revealed no physical damage of the device. The customer's reported problem was "over infused". The pump was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump's expulsor was replaced in order to bring the delivery into more nominal of a range. What caused the reported problem is unknown. Who caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system over infused. There is no report of any patient involvement.